Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unresponsive and also had blank display. The customer's blood glucose level was unknown. It also reported that display is blank currently. It also reported that the display did not return after insulin pump restart. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly.